Event description:
This is the second of two reports for the same pt involving two separate products. Refer to report 9611594-2014-00188 for the first report. Halyard health received a report from (B)(6) stating the transgastric enteral feeding tube clogged. There was a deformation noted inside of the tube. No add'l info was provided in regards to the pt's status. Add'l info has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. (B)(4).